Event description:
On february 16, 2007, the customer reported to bsc that during a hemostasis procedure (pt gender & age unk), the resolution clip grasped the tissue, but would not release from the catheter. This issue occurred with two devices. The resolution clip was removed from the tissue with no additional trauma occurring at the bleed site. The procedure was completed with cautery. The pt did not sustain any complications or ill effects as a result of this issue. Note: receipt of additional information on february 20, 2007 revealed that this is a reportable event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A shipment history for this customer, intended to identify the batch/lot which may represent the subject device, is currently in progress. Subsequently, the complaint database will be queried to identify any similar complaints for the same batch/lot. Finally, a trend analysis will be performed. Results of these evaluations will be provided in a follow-up medwatch report. Please note associated medwatch report 6000048-2007-00094.